Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right ventricular (rv) lead. Leading to inappropriate anti-tachycardia pacing (atp). The therapy was turned off. Subsequently, a revision procedure was performed, and the ICD was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.